Manufacturer narrative:
Batch review performed on (B)(4) 2017. Lot: (B)(4) items manufactured and released on 21 sept 2016. Expiration date: 2021-08-290 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the cup was loose. The cause of the loosening is unknown. The patient did not express any trauma. The surgery was completed successfully.